Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The magnet from the cable chain found inside the gantry was causing issues as the rotor spins. Removing the magnet and straightening both metal fins resolved the issue. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry stopped spinning 90% of the way through image acquisition. The images still transferred over to the navigation system and could be navigated with no problems. Later when moving the imaging system, a metal clanging noise could be heard. The issue was resolved after a call to a manufacturing representative. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.